Event description:
It was reported that the sponge of a minicap ¿appeared to be dry." The sponge looked as though as it did not have iodine. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from april 24, 2023 ¿ april 27, 2023. H10: the actual device was received for evaluation. A visual inspection was performed with the naked eye, which revealed the presence of iodine. The reported condition was not verified. Functional testing was not performed as the complaint issue of ¿inadequate iodine¿ is a visual defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.